Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional right side ¿capsular contracture, baker grade unknown¿ and ¿implant rotation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion, voids, dark ring. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process.

Event description:
The capsular contracture is baker grade iii.